Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal portion of the distal anchor and the proximal anchor on the device. The proximal anchor had not been actuated. There was no suture string returned and the distal tip of the distal anchor was not returned. It fractured away at the proximal end of the suture window. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a left knee arthroscopic surgery, the footprint anchor broke after sutures were passed through the implant. All broken pieces were removed from the patient using artery forceps. The procedure was successfully completed using a back-up device used in the original drilled bone hole. There was a surgical delay of 5 minutes and no further complications were reported.